Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared there was "something wrong" with the tubing during the load process. As the issue occurred in the past, troubleshooting was unable to be performed. The contact reported that the issue was resolved by installing new tubing. The customer's blood glucose level was in the 200 (mg/dl) range.